Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 55% stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. A 10.0-37 carotid wallstent was advanced for treatment. However, during insertion, a kink was noted at the proximal end of the stent. The device was withdrawn, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 55% stenosed target lesion was located in the moderately tortuous and mildly calcified carotid artery. A 10.0-37 carotid wallstent was advanced for treatment. However, during insertion, a kink was noted at the proximal end of the stent. The device was withdrawn, and the procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination identified that the sheath of the device was kinked at approximately 30mm proximal of the proximal markerband. No other issues were noted with the delivery system. The device was returned with the stent in the correct position on the delivery system. No issues were noted with the stent.